Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Intervention was not performed.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted:(B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was possible inappropriate defibrillation of the arrhythmia. A request for additional information was made, but not received. The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.